Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No alarms noted. The insulin pump had a scratched display window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed during prime process. The blood glucose reading was 218 mg/dl. The drive support cap is protruded. Insulin squirts out during the manual prime process. The insulin pump will be replaced. Nothing further reported.